Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that on powering up cardiosave intra-aortic balloon pump (iabp) the touch screen appeared to be frozen and was not able to access any menu¿s or use the machine. No patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions) h11. The touchscreen was replaced. The unit needed battery maintenance, and the user was shown how to carry out battery maintenance. The unit passed all safety and functional tests and was returned to the customer for clinical use.